Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer not accessiable. A field service engineer is retrieving the drawers and performing a full reboot of the station. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawer not working, says requires maintenance and it affecting other drawers as well. A customer has urgently requested the resolution of this issue, as there are time-sensitive medications stored at this station that need to be retrieved. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not accessible. A field service engineer was retrieving the drawers and performed a full reboot of the station to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system drawer requires maintenance. The customer stated the drawer is not working and says it requires maintenance. Rebooting the station is making it worse and is affecting other drawers as well. A customer has urgently requested the resolution of this issue, as there are time-sensitive medications stored at this station that need to be retrieved. There were no adverse events or injuries reported based on this event.